Event description:
A healthcare professional reported that following a cataract surgery with an intraocular lens (iol) implant procedure, there was some discomfort in the vision. The lens was exchanged with unspecified monofocal iol, 2 months and 6 days after the initial implant procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in d.9., h.3., h.6 and h.11. The product was returned for analysis. Intraocular lens (iol) returned in two pieces wrapped in a surgical fabric. Solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic surface in a folded position and has haptic arm damage, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The reporter states the company iol was removed and replaced with a monofocal iol. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).